Event description:
It was reported that a right atrial (ra) lead exhibited inappropriate sensing with evidence of retrograde conduction. The ra lead was reprogrammed. The ra lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.